Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revised due to a loose patella. The patella was loose at the cement to patellar interface and competitive cement was used on the case. The original procedure was performed on (B)(6) 2013 and the revision surgery on (B)(6) 2018. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.